Manufacturer narrative:
Retainer ring = clear. Pump downloaded history/trace file properly using thus. Pump passed displacement, active current measurement and self test. It failed sleep current measurement tests. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Pump history file and the power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit received cracked keypad overlay, cracked battery tube threads, label damage. Unit p-cap / test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump returned for analysis.